Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient developed sustained ventricular arrhythmia on (B)(6) 2022. The patient was admitted to the hospital on (B)(6) 2022, and they were defibrillated. It was unknown if the arrhythmia was device related. The patient was discharged on (B)(6)2022.

Manufacturer narrative:
Section a: patient privacy laws in the event country prohibit the release of private patient information and patient date of birth should have been removed from the previous report. Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The patient remains ongoing on hmii lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07oct2018. The heartmate ii lvas instructions for use (IFU) (rev. B) and the heartmate ii patient handbook (rev. D) are currently available. This IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient's arrhythmia existed prior to their device implant. They experienced malaise, anorexia and decreased urine output. The arrhythmia resolved.